Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The foreign material turned out to be silicate, however it could not be determined its source. Along with the foreign material, it was also discovered that there was a pinhole, and the air bubbles that adhered to the scope when it was immersed in water were mistaken for an air leak. The event can be detected/prevented by following the instruction manual (operation manual) as follows. [3.3 inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [3.8 inspection of the endoscopic system¿ describes the following warning] inspection of the objective lens cleaning function 1 keep the air/water valve's hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the nozzle was flushed with water and air, and it was unknown if there were abnormalities reported in the accessories used for reprocessing the device. There were no other concerns regarding the reprocessing of the device. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle has foreign objects, due to insufficient cleaning. Additionally, due to adhesive peeling on the bending section cover insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The connecting tube had a scratch and part of the insertion tube is caught and pinched-the insertion tube becomes deformed. The up/down knob had a scratch. The right/left knob had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it could not be specified what the foreign material was. A definitive root cause for the foreign material in the nozzle could not be identified. This issue is addressed in the instructions for use (IFU): 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the evis lucera elite colonovideoscope had air/water leakage from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter in the nozzle.